Event description:
It was reported that the customer went to the emergency room and subsequently admitted to the hospital due to a blood glucose level of 780 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin, antibiotics, anti-nausea medication, and additional unspecified medicate for "gerd". Customer alleged potentially sustaining arterior sclerosis, however, this could not be confirmed. The customer was released from the hospital on (B)(6) 2023 with the reported issue resolved. Reportedly, the cause for the reported issue was due to a cartridge alarm occurring with multiple cartridges. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned.